Event description:
MFR rec'd a report of a pt being transferred with a pt lift when the pt swung into a bedrail. This allegedly resulted in a broken leg. No malfunction has been reported and the lift is continuing to be used without further incident.